Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed cardioplegia temp sensor error and would not display whe delivery temperature. The user had to manually check the temperature in warm mode. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and the reported error code could not be duplicated. The device was disassembled and inspected and the inspection showed that the wires from the temp sensor soldered to the pcsa board were loose and could not move inside of the turret. The wires were resoldered and the console thereafter passed all operational verification tests.